Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis further described as ¿getting infections¿ in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced "getting infections" (unspecified number) coincident with peritoneal dialysis (pd) therapy. The cause of the infections was unknown. It was unknown if the patient was hospitalized for the events. Treatment was not reported and the patient's recovery status was unknown. Action taken with pd therapy was not reported. Additional information was unable to be obtained as follow up was declined.